Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 200 mg/dl, 197 mg/dl and 95 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that at another time, a result of 88 mg/dl was obtained within 10 minutes of another result of 190 mg/dl on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.